Manufacturer narrative:
Exact date unknown, event occurred two to three months from date manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty charging ipg. The patient also was experiencing pain near the implant site but not device related. The patient underwent an ipg replacement procedure and was doing well postoperatively.